Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported vi a phone call indicating that she had no delivery alarm during basal/bolus,/fixed prime. Customer's blood glucose was 400 mg/dl. The customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin did not exit and the device alarm. The customer was advised to reinsert the reservoir and ruan manual prime until at least 5.0 unit. The customer stated that the insulin exits with the manual prime. The customer was advised that the insulin pump is working as designed. The customer was advised that the alarm was caused by set/reservoir occlusion.